Manufacturer narrative:
A2: age of patient noted to be greater than 55 years old.

Event description:
It was reported via a post market clinical follow-up (pmcf) survey, the diego elite was used for soft tissue shaving of the head and neck and adequately debrided during the procedure. Periprocedural bleeding occurred that required additional surgical intervention. It was stated that the device adequately debrided during the procedure. The patient was discharged home fully recovered. There were no known patient comorbidities at the time of procedure that may have attributed to the bleeding.